Manufacturer narrative:
Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2022-12303. It was reported that the pacemaker and atrial lead exhibited under sensing. No intervention was performed and the patient condition was unknown.